Event description:
A review of service data has detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed a belt current test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service eval, there was a broken yellow wire (pgnd) inside the trunk cable. The cause of the failed belt current test is a disruption in communication between the belt and monitor. The cause of the disruption in communication is the damaged yellow wire. The root cause of the damaged yellow wire cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged trunk cable wire. The last pt to use the electrode belt did not report any deficiencies.